Manufacturer narrative:
(B)(4). The sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device broke at the junction between the catheter and the probe. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual examination was conducted on the returned sample and it was observed that the funnel and catheter shaft were parted (only funnel part was provided). No shaft segment was returned for investigation. Since no shaft segment was returned, we could not measure the total length of the catheter or associate it with any possibilities of the detachment such as tube irregularities or deformation, contact with sharp object, effect of damper or excessive force exerted on the funnel to tube junction. Close examination on the funnel revealed traces of tube embedded inside the funnel. This means the shaft was assembled correctly into the funnel position during funnel molding process. A positive release test was implemented to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. In the absence of complete sample, the actual root cause of the failure or associated failure with any manufacturing inadequacy could not be determined. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the device broke at the junction between the catheter and the probe. The patient's condition was reported as fine.